Event description:
The patient was reviewed by endotronix's internal monitoring where it was determined that this patient is suspected for sensor inaccuracy. The clinical specialist (cs) emailed the site coordinator letting them know to stop treating based on mpap and to schedule a recalibration.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Manufacturer narrative:
Updated section(s): b1, b2, b5, b6, g3. G6, h1. H2 and h6. (B5) additional information indicates that on (B)(6) 2025, the patient underwent a recalibration procedure and calibration during right heart catheterization (rhc) via swan-ganz confirmed that a sensor adjustment of - 16.6mmhg. Therefore, the sensor was found to be outside the range of accuracy and a recalibration adjustment was required. Additional information will be submitted via follow-up report within 30 days of receipt.

Manufacturer narrative:
The following sections were updated/corrected/added: b4,g3,g6, h2, h3, h6, h11. (H3) the sensor remains implanted and was not returned for evaluation. A review of the device history record (DHR) for the sensor lot confirmed that all manufacturing operations and inspections were completed in accordance with specifications, all acceptance criteria were met, and no relevant nonconformances were identified at the time of manufacture.the patient underwent recalibration of the mycordella sensor during which the offset measured fell outside the acceptable error range and the reported inaccuracy was confirmed. While the root cause could not be conclusively determined. Sensor drift/settling is a known inherent risk of all pressure sensors. Contributing factors are multi-factorial may include, physical damage to the sensor, physiological response to the patient's internal environment and/or in vivo drift/settling within the patient. The product's instructions for use was reviewed and warns the user that, "to ensure accuracy, the sensor must be calibrated approximately every three years using a right heart catheterization (rhc) procedure."